Event description:
Literature was reviewed regarding cryoballoon ablation. Patients underwent cryoballoon ablation procedures and were divided into two groups: those considered "severely obese" with a body mass index (bmi) greater than 40 kg and those in the "normal" weight group with a bmi less than 25 kg. The authors described patients who experienced procedural related adverse events in both groups. In the severely obese group, there was one patient who required noninvasive airway ventilation due to unsatisfied oxygen saturation under sedation and another patient had a transient ischemic attack (tia) one day after ablation who recovered without any neurological deficiency before discharge. In the normal bmi group, there was one patient who experienced tamponade after ablation which required pericardiocentesis. In both groups there were patients with asymptomatic phrenic nerve palsy which recovered before three months follow-up, and patients with groin puncture site complications (arteriovenous fistula or pseudoaneurysm), and all patients were managed conservatively. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoablation of atrial fibrillation in ¿very severe¿ obese patients (bmi = 40): indications, feasibility, procedural safety and efficacy, and clinical outcome (the ice-obese extreme). Journal of cardiovascular electrophysiology. 2024; 35:1412¿1421. Doi: 10.1111/jce.16302. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.